Event description:
Device sounded rattley when first activated. Doctor continued to use the device and it became "real hot". The doctor then noticed the pt's lip had a second degree burn on the lower right side.